Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us. In this case, there was no reported product deficiency. Perforation is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.0 x 16 graftmaster and asahi fielder guide wire are being filed under separate medwatch reports.

Event description:
It was reported that a promus stent was directly implanted in the very heavily calcified, 99-100% stenosed left anterior descending (lad) artery. During post-dilatation, using a non-abbott balloon, vessel perforation occurred. An asahi fielder guide wire was inserted. A graftmaster was unable to cross the lesion over the fielder wire using a balance middleweight (bmw) universal guide wire as a buddy wire. The graftmaster was removed. During graftmaster removal the fielder entangled with the bmw. During removal of the fielder, part of the fielder sheared off and remained in the mid to distal lad. The bmw was removed without difficulty. The perforation was successfully sealed with implantation of 2 bare metal stents, a vision and a non-abbott stent, which also embedded the separated portion of the fielder guide wire. The patient was admitted overnight and did well and there was no adverse patient sequela. Though requested no additional information was provided.